Event description:
It was reported that multiple 5mm and 6mm self-drilling screws broke while performing open reduction internal fixation of a zygomaticomaxillary complex fracture. The heads of the screws snapped off and could not be removed. This required the surgical team to reposition the plates multiple times. Pre-drilling was not performed. Surgeon reports that the reduction went fine, but plates were placed in less than ideal locations due to interference from the broken screws. The procedure was prolonged by 45 minutes. Total screws that broke, all of which remain in patient, are three or four and quantity of each part number is unknown. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.